Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided); cause was an unspecified issue with the pump. Although requested by tandem technical support, the customer declined to upload the pump data logs. Multiple follow up attempts were made to complete troubleshooting with the customer, however, the customer did not respond to follow up attempts. No additional information regarding the issue is available.